Event description:
It was reported that pump generated alarm 01 while customer was using cartridge from specified lot, and caller could not confirm whether cartridge was cracked because original cartridge was no longer available. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge as instructed by technical support and was able to resume insulin delivery successfully, and no further issues were reported.